Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was not received stuck in manufacturing mode. The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error 25 alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Unit was received with cracked battery tube threads.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 9.5 mmol/l. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm recurred multiple times and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.